Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed to close. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 of the auxiliary cabinet, a half-height drawer, was broken. A field service engineer accessed remotely to remove the pockets and leave the drawer empty. However, it appeared to be blocking secure sockets layer (ssl), preventing a connection to the station. The customer attempted a reboot, but the issue persisted. Drawer 2.1 and 2.2 of the auxiliary cabinet were eventually replaced. After the replacement, the drawers were tested, and items were inventoried to confirm functionality. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6) hospital.